Event description:
Related manufacturer reference number: 2017865-2022-47725. It was reported that the patient presented to the hospital for an explant procedure on (B)(6) 2022. During examination of the leads, it was noted that there was a valve issue and the right ventricular (rv) leads were suspected of causing it. The physician explanted the whole system along with rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to ¿valve issue¿. As received, a complete lead was returned in three pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorts between conductors was found at the distal portion consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie marks consistent with friction to another implanted device or anatomy of the patient. All other damage found is consistent with procedural damage.